Event description:
It was reported that the patient had an electrocardiogram (EKG) a weeks ago, in which the patient turned the implantable neurostimulator (ins) off. After approximately 2 hours, the patient tried to turn the ins back on, but was unsuccessful. It was stated that the patient tried putting new batteries in the patient programmer. It was further stated that the only status light on the back of the patient programmer was for the patient programmer battery, with no status lights for the ins. It was noted that the patient had an appointment with her managing physician on (B)(6) 2013. The physician told the patient to contact the manufacturer representative. The patient was unable to contact the manufacturer representative due to an incorrect number. The patient was instructed to schedule an appointment with the physician and invite the local representative.

Event description:
Additional information reported that during the EKG, a problem occurred. The patient stated ¿I shut it off because they were doing an EKG on me and it was making the machine flutter so I shut it off.¿

Manufacturer narrative:
Concomitant medical products: product ID 3888-28, lot# l69154, implanted: (B)(6) 1999. Product type: lead: product ID 7495-25, serial# (B)(4), implanted: (B)(6) 1999. Product type: extension: product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1999. Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).